Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number, lot number, catalog number), and g5 are unknown. No information has been provided to date.

Event description:
It was reported that a patient has concerns about sites and an increase in short-lived sites since changing pumps. The appearance of the site is really red and hard in the center where the catheter sites (again leading to the suspicion of pooling) and is having to be treated with antibiotics. It was initially suspected that it might be a remodulin batch but it is thought that this may be ruled out at this point.

Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-27397. The report was submitted in error.